Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not requested the product for manufacturer laboratory investigation as the failure is already known to the manufacturer and has been investigated under a previous complaint . The investigation results of this similar complaint are as follows: during laboratory investigation it was confirmed that the tyvek cover was forced through. Based on the previous investigation results and the received pictures a confirmation of the failure was possible. The most probable root cause of the failures found is excessive physical force during transport. Furthermore a DHR review was conducted for the lot in question. There was no rework or scrap record performed during production activities. A trend review was performed. 22 similar complaints were found. Due to this no systemic issue could be determined. The product was not used for patient treatment. The event has been reported with a delay due to our retrospective examination of the record. At the time ((B)(6) 2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Product came damaged and seal had been punctured. (B)(4).